Event description:
It was reported that the user received an occlusion alert on the ilet during a meal announcement despite no visible kinks or bends in the infusion set tubing; the user had changed supplies earlier the same day, resumed insulin delivery after acknowledging notifications, and experienced no further delivery issues, with a contemporaneous blood glucose of 155 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy beyond the transient alert and no need for medical intervention. Investigation included technical support troubleshooting and user education regarding occlusion alerts and monitoring. Investigation of this case revealed that insulin delivery resumed normally after user actions and that the alert did not recur. It was concluded that an occlusion was suspected but not confirmed, with normal operation restored after user-managed steps and no device malfunction verified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance